Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported that the pump alarmed button error. The blood glucose levels at the time of the incident were unknown. The customer's mom replaced the battery in the insulin pump, but the buttons are still unresponsive. Customer is send the product back for analysis.

Manufacturer narrative:
No button error alarm. Unit received with intermittent button response due to corroded up button keypad trace. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.